Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl due to not using the infusion sets correctly. Customer indicated that she is a new user to the pump. Customer treated with a needle. Customer indicated that their doctor has been contacted to help them with the insertion of the cannula. Troubleshooting found that the customer went through 5 infusion sets and had bent cannulas and issues with tape adhesion. Customer declined further troubleshooting as they wanted to report the incident only and are now aware of how to use the infusion sets and cannulas. Customer indicated that no further assistance was necessary.